Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. The patient did not change the site as per IFU resulting in a bent cannula. The blood glucose level was high and was treated with a manual injection and pump. No further information available.